Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This happened at the chiropractor's office when the patient was getting treatment with a tens unit. One of the shocks put the patient into ventricular fibrillation and it took multiple shocks to successfully convert it. The shock impedance was 142 ohms, which is high but within normal limits. The doctor advised the patient to avoid the tens unit. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.